Manufacturer narrative:
The sample was submitted for investigation and tested with tsh v2 reagent lot 551796 on a cobas e801 module. The result was 4.79 uiu/ml which is slightly higher than the reference range. Further investigation of the sample confirmed an interfering factor in the sample that interferes both with the ru-label component and the fab'2 component of the detecting antibody of the assay. These interferences are addressed in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay results for one patient tested on a cobas 8000 e 801 module. The e 801 module serial number was requested but not provided. The patient's initial elecsys tsh result was reported outside the laboratory. The physician questioned the elecsys tsh result and requested re-measurement of the patient's sample. The customer performed repeat testing on an abbott architect analyzer. The customer sent the sample for investigation and the patient's sample was tested on an e 801 module and a cobas e 411 immunoassay analyzer. The customer's e 801 module serial number was requested but not provided. This medwatch is for tsh assay version 2. Refer to the medwatch with patient identifier (B)(6) for the tsh assay version 1.